Manufacturer narrative:
(B)(4). Field service specialist visited the account to check system and verified it to be within specifications. He could not recreate the reported problem. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had normal appearing raster pattern for flap creation with intralase in both eyes, however when surgeon lifted the right flap she was unable to do so and noted a milky, white line in the area of un-dissectible tissue. Aborted right eye excimer procedure with plan to return in 1 month for photorefractive keratectomy. The left flap was lifted and excimer completed with no difficulty. It was reported that max energy remained stable at 2.78. Patient¿s pre-operative refraction from (B)(6) 2017. Right eye (od): best corrected visual acuity (bcva) 20/20. Sphere -2.00. Cylinder -2.00. Axis 2. Left eye (os): bcva 20/20. Sphere -1.75. Cylinder -2.00. Axis 0.